Event description:
It was reported that in journal article: giacomin, enrico, et al. (2022). "Subcutaneous implantable cardioverter defibrillator after transvenous lead extraction: safety, efficacy and outcome". Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-022-01293-y, subcutaneous implantable cardioverter defibrillator (s-ICD) devices were evaluated after the explant of a transvenous system due to infection or lead complication. This study included s-ICD implants in 36 patients. During follow up, the s-ICD systems were noted to have exhibited t-wave oversensing resulting in inappropriate therapy in four patients, pocket erosion in two patients and ineffective therapy during a ventricular arrhythmia storm. Of the patients that received inappropriate therapy, two were able to be resolved via reprogramming to another vector, however one required explant. The patients who experienced erosion and therapy unable to convert the ventricular arrhythmia storm all required system explant. The conclusion of the article confirmed that although complications were observed the s-ICD system is an effective alternative to the transvenous system. No additional adverse patient effects were reported.